Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) level was 120 mg/dl. Additionally, it was reported that the customer received an auto-off alarm. The customer's bg level went up to 257 mg/dl and was addressed with manual injections. Cts educated the customer on the reason for the alarm and the customer acknowledged. Reportedly, customer would continue to use the pump for insulin therapy.